Event description:
Shortly after a lead revision procedure, the patient reported numbness in the lower limbs. The physician decided to explant the system.

Manufacturer narrative:
The patient is reportedly doing well.